Manufacturer narrative:
Resmed (B)(4) is in communication with the reporter to obtain additional information regarding the event. In additional, resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to verify how the device was involved in the reported incident. No pt injury was reported.

Event description:
(B)(4).